Event description:
It was reported that "call from the ccl, they had just placed an iab and the provider had noted that the distal tip of the iab was not fully unwrapping. The iabp was not alarming. I walked the provider through a manual inflation but it did not resolve the issue. He said the provider was electing to exchange the iab. When I reached out for the iab information, he told me that just before they removed it, they noted that it had fully inflated and they were leaving it in". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).